Event description:
It was reported that during a meniscus repair surgery, the depth stop of the fast fix was set to the maximum needle length of 20mm, both t's were triggered, but when the device was pulled out, the t1 exited the meniscus again, so it was not behind the capsule to anchor. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in opened packaging. No physical damage visible to the device. The depth gauge was set in the middle position. No anchors or suture attached to the needle. The actuator and actuator tip are in the t2 post deployment position. A functional evaluation revealed the depth tube could move to the farthest position of 20mm. The actuator and actuator tip function as expected. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the depth stop of two (2) 'fast fix flex' was set to the maximum needle length of 20mm, nut the total length does not seem to be sufficient to place the anchor behind the capsule. Both t's were triggered, but when both devices were pulled out, the t1 in both attempts exited the meniscus again, so they were not behind the capsule to anchor. As a result, both ts were removed with scissor and grasper the procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5.